Manufacturer narrative:
Product event summary #geo event description: it was reported that an error (0810) occurred on the external pulse generator (epg). The status of the epg is unknown. No patient complications have been reported as a result of this event. Preliminary geo assessment: this error is displayed for three reasons that are all related to another error code (e.g. Super cap measured high, super cap measured low). If one of these errors occurs, the 810 error will be displayed on the next power-up. Device needs to be returned for service after this error. Preliminary geo conclusion : if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the external pulse generator (epg). The status of the epg is unknown. No patient complications have been reported as a result of this event. It was further reported that the epg was returned for repair.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of an error on the external pulse generator (epg). It was noted that the atrial output connector was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.